Event description:
It was reported that during routine testing in sterile processing department, it was observed that the small battery drive device started smoking when the battery device and battery casing device were connected. According to the report, when the user inserted the battery device and battery casing device into the small battery drive device, it immediately popped like a ¿firecracker and blue and red smoke came out of the hand piece crevices¿ on the small battery drive device without pulling the trigger. It was reported that the when the battery device was placed in the charger to see if it was damaged (red triangle would appear), a green light was displayed which meant good /charged. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run when power was applied. It was further observed that the device smelled like smoke. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn components from immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.